Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x28mm taxus liberte drug eluting stent (des) was unable to cross the 90% stenosed, severely calcified and tortuous proximal to mid circumflex (cx). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed severe stent damage.

Manufacturer narrative:
Following a detailed device analysis severe stent damage was found. The stent struts were severely misaligned and the stent itself was rolled up in a circular shape. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. This damage may have occurred post procedure, if this damage was present during the procedure it would not have been possible to remove the stent delivery system into the guide catheter. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.